Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were observed records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colectomy procedure. Three open staplers had issues. The first two staplers would not take the reloads. The devices were not ultimately able to be loaded. One stapler did not fire. The third device did not fire the entire staple row and part of the blade broke. In order to resolve the issues and complete the case, a new open stapler was opened and used. There was no patient harm. The patient outcome is alive, no injury.